Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels. The parent reports that the patient does hit his forehead on the floor or wall regularly, but not with significant force. There have been no changes in health.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ measurements show affected channels on the right side device. The parent reports that the bilaterally implanted recipient falls often and also hits his forehead on the floor or wall regularly, but not with significant force. Previously, no changes in health have been stated. The recipient was re-implanted.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. Several impacts are mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Additionally, it is reported that the recipient has developed an infection. However, a review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
In situ measurements show affected channels on the right side. The parent reports that the bilaterally implanted recipient falls often and also hits his forehead on the floor or wall regularly, but not with significant force. Previously, no changes in health have been stated. Re-implantation has been approved by the surgeon but no date has been set.